Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/11/2016. The fse found the mount for pinch valve pv35 broken, contributing to lack of vacuum to the probe rinse block, resulting in the manual probe leaking diluent. (B)(6).

Event description:
The customer reported an uncontained leak of 1 ml of diluent from the secondary (manual) probe of a coulter hmx hematology analyzer with autoloader upon completing a startup. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat when the leak was discovered, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.